Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. Product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial surgery due to a radial fracture using orif system. Subsequently, the patient developed delayed wound healing. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: china. G2: literature: liu j, zhao g, liu h, wang p, xue y, luo j, et al. Comparison of the therapeutic effects of modified 15-mm incision minimally invasive approach with the conventional approach in the treatment of ao 23-b3 distal radius fractures. Injury. 2025;56(11):112682 doi: https://doi.org/10.1016/j.injury.2025.112682. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.